Event description:
The pt was experiencing possible over and under infusion. The pt was not getting relief from the pump. A rotor and cap study were done that showed the pump to be okay. The hcp had concerns about a catheter kink. The pump and catheter were explanted and replaced. A follow up report will be sent when additional info is received.